Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was able to confirm the reported short circuit error message. A visual inspection was performed and found a small portion of the teflon pad tip to be slightly melted on the edge exposing metal. The distal end of the device was inspected under a microscope and found no damage to the probe unit. The device passed the probe check. Further inspection of the device noted the jaw and probe unit to be slightly misaligned when closed and the seal button is activated. This type of teflon pad damage is most likely due to user handling when insufficient or no tissue is between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the thunderbeat device displayed a short circuit error message. The procedure was completed using a different but similar device. No device fragment fell inside the patient. There was no patient injury reported.